Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. A flexor ansel guiding sheath was returned for investigation. The sheath shaft was separated into two pieces, which were connected by exposed coiling. The proximal tubing segment measured 23.1 centimeters (cm) from the distal edge of the proximal fitting to the separation site. There was 2.9 cm of exposed coiling between the proximal and distal tubing segments. The distal tubing segment measured 24.7 cm. The tubing was frayed at the separation site and appeared to be stretched. A hemostat mark was observed one (1) cm from the proximal end of the distal segment. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that could contribute to this failure mode. A complaint history search revealed that there were no other reported complaints for this lot number. Based on the information provided and the results of our investigation, a definitive root cause could not be determined however, measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A flexor ansel guiding sheath was used in an angiography procedure, under general anesthesia on the right internal iliac arteries and left superior femoral arteries. It was reported that, upon withdrawing the introducer, its external sheath split into two, held together by the internal metallic frame. The surgeon was able to withdraw the introducer from the artery using clamps. Additional information has been requested, but has not yet been received.